Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the analyzer and found buffer syringe was not smooth when moving up/down. The failure mode was identified as defective buffer syringe. The fse replaced the buffer syringe to resolve the issue. The fse also proactively replaced the syringe case and mixer bar. The fse verified system performance successfully without issues. The customer was satisfied. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported erroneous low patient results for sodium (na) and chloride (cl) on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer provided verbal patient data for one (1) patient.